Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This supplemental report is to inform that upon further review, based the results of the legal manufacturer's investigation, the issues identified in the initial report are not reportable malfunctions. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the user's report of "damaged insulation cable", discoloration, and deformation found on the charged coupled device (ccd) top cover and control switch cover. The focus ring rotation is loose, and the image is off-centered due to a faulty ccd unit. In addition, there was a suspicion of insufficient or incorrect processing. The device was serviced and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A user facility reported to olympus regarding an abnormal appearance in video and damage to the cord that appears frayed. The event occurred before a diagnostic procedure, and no other devices were involved. The procedure was complete without delay, and with the same device. No patient injury identified or medical intervention needed.